Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hypoglycemia with a lowest blood glucose (bg) of 40 mg/dl, which was treated with soda, resulting in recovery. On (B)(6) 2025 the user reported hyperglycemia with a highest bg of 367 mg/dl. No medical intervention was required, and no long-term health effects were reported.